Event description:
A report was received that the patient's devices were explanted due to an unknown reason.

Manufacturer narrative:
Expiration date= ni.

Event description:
A report was received that the patient's devices were explanted due to an unknown reason.

Event description:
A report was received that the patient's devices were explanted due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that this was previously reported in (MFR report # 3006630150-2014-03050)